Event description:
It was reported that the patient underwent an l5-s1 right sided transforaminal posterior body fusion using rhbmp-2/acs and an interbody cage. Sometime postop, the patient reportedly experienced injuries including pain and radiculitis. Imaging studies show ectopic bone growth and resulting nerve compression.

Manufacturer narrative:
Additional information: pt into. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012: the patient presented with pre-op and post-op diagnosis: spondylolisthesis at l5-s1, central spinal stenosis, l5-s1, bilateral foraminal stenosis l5, degenerative joint disc disease, lumbar radiculopathy, neurogenic claudication, spinal curve, scoliosis, gait disturbance, osteoporosis. The patient underwent the following procedures: augmentation kyphoplasty, biopsy of s1 vertebral body, pedicle instrumentation bilateral l5, bilateral s1, reduction of spondylolisthesis, neural decompression of right and left hand side transpedicular and transforaminal respectively, intertransverse process posterolateral fusion, cage instrumentation l5 -s1, local harvesting cancellous bone, use of bone preformative material, use of bone morphogenic protein type ii, biplane fluoroscopy. Per-op notes: incision was made over the right l5 and s1 pedicle and the left l5 and s1 pedicle through skin and subcutaneous tissue, pak needle was inserted in the medullary canal of l5 and s1 bilaterally followed by a steinman pin followed by an over drilling, operative cannula was inserted over the s1 pedicle on the right side, cap of the pedicle of s1 was cut and then the bone superior to and medial to it was removed, the ligament flavum was resected superior and medial to s1 pedicle on the right side, decompressing and resecting all bone and ligamentum compression on the right existing l5 and translating s1 root on the right side, the augmentation kyphoplasty was achieved on the right at l5 and s1 on the right side, distention was achieved and methylacrylate cement was placed into vertebral body to the right side of l5 and s1 pedicle, pedicle screw was inserted into the medullary canal of the pedicle at l5 and s1 , the cannula was removed on the right and inserted on the engaging the l5-s1 facet on the left, decortication onlay bone graft and bone morphogenic protein used for intra-transverse process posterolateral fusion of l5 and s1 was achieved, then it was redirected to the facet joint on the left at l5-s1, the inferior aspect of l5, superior aspect of s1 lamina and ligamentum flavum posteriorly and laterally between pedicles of l5 and s1 were resected, decompression of ligamentous tissue off of the l5 root on the left side was accomplished and protection of s1 root medially, disc space of l5-s1 was resected, bone morphogenic protein and cancellous autologous bone locally harvested was inserted followed by implant and placed in the intradiscal space at l5 and s1, distraction was achieved, balloon kyphoplasty was placed on the left l5 and s1 pedi cle, methylmethacrylate cement was placed into the vertebral body to the left pedicle of l5 and s1, rod was inserted to compress and lock the wound. No patient complication was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.